Manufacturer narrative:
Investigation: the patient had refused albumin replacement, so 3% hetastarch was used as the replacement fluid. Replacement volumes used: 1st procedure ((B)(6) 2016) 500 ml ns & 825 ml 3% hetastarch (stopped procedure because of hypotension) 2nd procedure ((B)(6) 2016) 500 ml ns & 2200 ml 3% hetastarch (hypotention problems,paused with ns boluses, but was able to complete).the patient's creatine levels started to increase after the second procedure. Creatine was at 2.1mg/dl on (B)(6) 2016 at 04:33, and at this time the decision was made not to continue the tpe treatments until her creatine was evaluated. Creatine labs: (B)(6) 2016 at 04:00am: 1.0mg/dl (B)(6) 2016 at 04:33 am: 2.1mg/dl (B)(6) 2016 at 12:48 pm: 3.0mg/dl (B)(6) 2016: 1.9mg/dl investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient was undergoing a therapeutic plasma exchange (tpe)procedure when she became hypotensive, tachycardic and anxious. The patient was treated with 3 liters of 0.9% normal saline (ns) IV bolus and no repinepherine IV by the critical care staff. The physician diagnosed the patient with renal injury and stated that the reaction may have been due to shock or hetastarch replacement fluid. The reactions occurred during two tpe treatments on (B)(6) 2016. The patient is improving and her hypotensive episodes stopped after the saline boluses. The procedure on (B)(6) 2016 was not restarted after the patient reaction. After the hypotensive episode on (B)(6) 2016 was treated, the procedure was restarted and ran to completion successfully. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Per follow-up with the customer's physician, the renal "injury" was reversible with medical intervention. The run data file (rdf) was analyzed for this event. Signals in the rdf showed that the optia system operated as intended. Review of the interface images revealed that some clumping on the interface was present throughout the first half of the run, however, this would not have an effect on a patient reaction. Literature review shows that large trials have shown that hydroxyethyl starch (hes) increases the risk of death, kidney injury, and bleeding. The (B)(6) reviewed the use of hes in 2012 after findings from three multicenter trials showed the risk of hes use. Http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4707718. Additionally, the FDA has issued a safety announcement regarding the use of hes in some settings indicating increased mortality and renal replacement therapy when hes was used in critically ill adult patients. FDA provides the following recommendations for health professionals regarding the use of hes http://www.FDA.gov/biologicsbloodvaccines/safetyavailability/ucm358271.htm. Additionally, "therapeutic apheresis: a physician's handbook" shows a rate of adverse events during therapeutic apheresis between 4-5%. Specifically, hypotension reactions are around 1% and tachycardia is around 0.4%. Investigation is in progress. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record for this lot showed no irregularities during manufacturing that were relevant to this issue. Terumo bct senior scientist/md, reviewed the procedure to estimate how much hydroxyethyl starch (hes) the patient received with 1 volume plasma exchange using 500ml of saline initially followed by 2200ml of 3% hes. It is estimated that 1550 ml of 3% hes would go to the patient with a total dose of approximately 47g of hes. Root cause: a definitive root cause could not be determined for the patient reaction. Run data file analysis indicates that the machine operated as intended. Based on physician statements and investigation, possible causes for the patient reaction include but are not limited to use of het a starch as replacement fluid, patient shock, and or patient disease state.

Manufacturer narrative:
Additional investigation information: per internal medical review and analysis, the device did not cause or contribute to this incident.